Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corrosion on keypad traces. Button response functioned properly. Insulin pump had minor scratches on lcd display window.

Event description:
Customer reported that the insulin pump has alarmed button error. Customer stated that the numbers on the screen of the insulin pump keep scrolling up when trying to deliver a bolus. Customer does not recall any significant events leading to the alarm. Current blood glucose value is 99 mg/dl. Nothing further reported.